Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was not confirmed. Found fuses blown on power board at f4 and f5 locations which were replaced and the unit works properly. The root cause classification is undeterminable, as it is unknown what caused the fuses to be blown and if this is related to the event condition.

Event description:
A hydro thermablator console unit was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. There were no patient complications reported. This MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-02111 for a description of the second device.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydro thermablator console unit was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. There were no patient complications reported. This MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-02111 for a description of the second device.